Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Twisted blade, event occurred before surgery. No additional adverse events were reported.

Event description:
Twisted blade, event occurred before surgery. No additional adverse events were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. Conclusion summary: on november 26, 2018, it was reported that the device had a twisted blade. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned an autoclave case, a 1.5:1 ratio cutter, and a 3:1 ratio cutter, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Flextronics has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by flextronics on january 16, 2019 revealed that the comb was deformed and the unit was out of calibration. The ratchet handle was also in pieces. The device was returned with two defective cutters that were labeled defective and then returned to the customer. Repair of the skin graft mesher was performed by flextronics on april 1, 2019 which included replacement of the comb, reassembly of the ratchet handle and calibration of the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the comb was deformed. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the comb was deformed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.